Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was starting to use the cassette and it worked normally. However, after a while, a no disposable, pump wont run" alarm went off. This event was observed several times in (B)(6) 2022. Also, a no message" was issued on an occasional basis. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. The reported problem was not duplicated. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode reported was not confirmed. No root cause was determined as the complaint was not confirmed. No corrective actions were taken as the complaint was not confirmed. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: correction: h4: mfg. Date. 29-jan-2002